Manufacturer narrative:
(B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Explant physician reports rupture and capsular contracture baker grade IV. This relates to the right device. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the inner radius and the outer shell, and crease fold. The device was underweight. A visual and microscopic analysis was performed which identified sharp crease opening, wear abrasion and stress marks. Based on the device analysis the final assessment is a sharp crease opening on radius assessed as fold flaw opening.

Event description:
Explant physician reports rupture and capsular contracture baker grade IV. This relates to the right device. Device has been explanted.